Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the minimum drain volume percentage was set too low. The recommended setting for minimum drain volume is 85%. The initial drain removed 01 ml and fill 1 delivered 2500 ml. Drain 1 then removed 2922 ml and fill 2 delivered 2498 ml. Drain 2 removed 3083 ml and fill 3 delivered 2499 ml. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during dwell 3 of 4. The patient was connected to the homechoice pro device at the time of the event. The patient reported that they did not drain enough during drain 2 of 4. Renal therapy services (rts) assisted the patient to manually drain; however, the patient reported the patient line was caught in their wheelchair. The patient freed the line and performed a manual drain was completed with a volume of 3458ml. The patient continued therapy. Rts instructed the patient to bypass dwell 3 of 4 and drain 3 of 4. A manual drain was performed with a drain volume of 4265ml. The patient stated that draining relieved the symptom. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.